Event description:
The chest xray after procedure showed the leads were in place. However, the chest xray on (B)(6) 2013, in the morning, show this lead had dislodged. The patient was taken back to the lab where the lead was repositioned. A chest xray on (B)(6) 2013 showed the leads are in great positioning.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.